Manufacturer narrative:
Sample will be returned for eval.

Event description:
Reference medwatch 1219856-2008-00139 for the first event and medwatch 1219856-2008-00140 for the second event involving the same pt. It was reported that while in the interventional cardiology dept, the intra-aortic balloon (iab) insertion was of an emergency situation. The iab was prepped per instruction. The md inserted this iab without the sheath. The external tubing was damaged while suturing the iab in place. As a result, the third iab was removed and replaced with another 30cc iab. The forth iab was inserted successfully, the procedure was finalized, and the pt could be supported. The pt is "fine".